Event description:
"The description below was taken from information that the site have entered into the electronic data system (edc). A planned distal extension procedure was performed on (B)(6)2023 for a type 1b endoleak and aortic sac enlargement (aortic fusiform aneurysm), patient was discharged on (B)(6)2023. Prior to the year one visit on (B)(6)2024, a CT scan (author of the event report deems to be a computed tomography scan) was performed on (B)(6)2024 where a new type 1b endoleak has been documented. There was no false lumen perfusion, stent graft remains patent and has not migrated and the device integrity was maintained (no tears, fractures etc). The site have deemed that the type 1b endoleak is related to the procedure, unanticipated, but that the relatedness to the device and to a pre-existing condition is undetermined. Only concomitant medication listed in the edc is for heparin during the distal extension procedure on (B)(6)2023." Patient outcome: "no action has been taken to treat the type 1b endoleak. The event is ongoing."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2024-00258 and device 2 is being reported under MDR 2247858-2024-00259. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The description below was taken from information that the site have entered into the electronic data system (edc). A planned distal extension procedure was performed on (B)(6) 2023 for a type 1b endoleak and aortic sac enlargement (aortic fusiform aneurysm), patient was discharged on (B)(6) 2023. Prior to the year one visit on (B)(6) 2024, a CT scan (author of the event report deems to be a computed tomography scan) was performed on (B)(6) 2024 where a new type 1b endoleak has been documented. There was no false lumen perfusion, stent graft remains patent and has not migrated and the device integrity was maintained (no tears, fractures etc). The site have deemed that the type 1b endoleak is related to the procedure, unanticipated, but that the relatedness to the device and to a pre-exisiting condition is undetermined. Only concomitant medication listed in the edc is for heparin during the distal extension procedure on (B)(6) 2023.". Patient outcome: "no action has been taken to treat the type 1b endoleak. The event is ongoing.".